Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and vessel perforation occurred. The target lesion was located in the heavily calcified saphenous vein graft (svg) to the left anterior descending (lad) artery. A 3.00mm x 12mm maverick²¿ balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The device completely removed from the patient and perforation of the artery was noted under angiogram. The physician then advanced an emerge balloon catheter to tack up the perforation while preparing a non-bsc coronary stent graft system. The physician then removed the emerge balloon catheter and stented the perforation with a non-bsc covered stent. Angiogram was performed and revealed looked great and the physician then implanted another promus premier stent in the proximal portion of the non-bsc stent; and the procedure was completed. No further patient complications were reported and the patient's status was fine.